Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. The lead was severed 260mm from the terminal pin. The second segment of the lead body was curled, it appeared to be pulled with great force. The force was greater than the insulation strength in the neck area where it was torn around the circumference. The distal end of the proximal spring electrode was separated from the lead body insulation. Additionally, the proximal end of the distal spring electrode was separated from the lead body insulation. Analysis could not confirm the allegation of high impedance measurements with the returned segments as the tip and a good portion of the rs- conductor coil were not returned. There was insulation webbing damage along with a surface abrasion noted in the area between 160-175mm from the terminal pin. Due to the location and type of damage, it is likely this was caused by lead-on-can interaction.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pacing impedance measurement on the right ventricular (rv) lead. It was indicated that oversensing and undersensing were present. Anti-tachycardia pacing (atp) was delivered as a result of the oversensing. As a result, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.